Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient thinks that his device needs to be adjusted because about a week prior to the report, confirmed as (B)(6) 2019, the stimulation went really high for some reason when he turned it on and it was uncomfortable. He is going off of what he felt, but he did not notice the amplitude increase. The patient stated that this happened just the one time, but it zapped him real high. He turned stim off and left it off the rest of the day. The patient thought that he should get the device checked. There were no further complications reported or anticipated.